Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic left partial nephrectomy - "the surgeon punctured the tumor trying to get it into the bag. The bag had not fully opened at the bottom. The procedure for opening the bag was unobserved." "Conversion from laparoscopic procedure to open. Washout of surgical site". Pt status: "increased level of monitoring/observation required".